Event description:
The customer reported that progesterone results, discrepant to patient clinical diagnosis, had been obtained from an access 2 immunoassay system for an unspecified number of normal, pregnant or in-vitro fertilization patients' samples. The progesterone results were reported out of the laboratory and it is unknown if there was patient injuries requiring medical intervention or change to patient treatment due to these discrepancies. The samples were collected in serum tubes. Beckman coulter inc. Assessment of supplied data indicates that there may have been bias between collection tube manufacturers. It is unknown as to whether the data provided by the customer was associated with actual, reported patient results or rather investigatory data. No quality control (qc) data was supplied by the customer with the exception of correlation data. This data did not supply details of the customer's day to day qc recovery. No patient information, additional system information, additional sample collection/handling information or patient results were provided by the customer.

Manufacturer narrative:
Beckman coutler inc. Service was dispatched to the site and confirmed the system was operating within specifications. No cause for this event has been determined to date.